Event description:
A doctor alleged that one (1) patient experienced a debonding issue approximately 10 months after placement with maxcem elite.

Manufacturer narrative:
On (B)(4), 2012, kerr quality assurance became aware that the initially alleged lot number 3863309 of maxcem elite clear given by the doctor's office was incorrect information; therefore, the previous evaluations completed on the retain samples with regard to that lot number are invalid. The doctor's office had returned product from lot number 4349750; it was confirmed that the returned product from lot number 4349750 was the correct lot number associated with the alleged incident. The product was received in a condition which made analysis impossible; therefore, a retain sample was tested for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot number.

Manufacturer narrative:
To date, the patient is doing fine; the doctor re-cemented the crown with a different product, without further incident. The returned product was evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process.